Event description:
At 1115 pt was administered a prescribed analgesic (mso4) via pca pump. The pump was set to deliver 1.2mg every hr with a lockout at 4.8mg in 4hrs. At 1600 the pca pump began beeping and when checked it was discovered that the mso4 syringe was empty and that all 30mg of mso4 had been delivered in the 5hr interval. The investigation revealed no harm to the pt. The pt was alert, vitals were normal and no complaints of discomfort. Md was notified of the incident and asked that the mso4 be discontinued. The pt was advised of the accidental overdose by the rn mgr. The pca pump settings had been set by the rn at 1115 and verified by the lvn to insure the settings were correct. The rn mgr verified the settings as correct when they checked pump after the incident was reported at 1600. A med safety and quality report was completed by the nursing staff and forwarded to the pharmacy director who is responsible for medication safety. The pca pump was picked up from the unit by security and placed in the security's evidence room. The pump was a rental unit. The hospital clinical engineering section was asked to perform diagnostic testing on the pump to determine the cause for failure. Add'l info was received from customer. Pt was monitored every 15 minutes for the "next couple of hours" after event. Pt was reportedly, "really relaxed and satisified with the pain control". No medical interventions were required or adverse pt effects reported. Though requested, no further info received.

Event description:
Addition infor was received from the customer. The customer reported that, "the equipment tested within the specifications. The device passed the electrical safety tests in-service tests, and tolerances fine. The pump was tested for delivery accuracy three times, and the values listed were the actual values received. The pump passed all testing. "Though requested, no further info was received.